Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was returned to the field service center for a scheduled preventative maintenance. The field service center found water in the ventilator tubing and the turbine did not run with an audible alarm. A pt was not connected to the ventilator when the reported problem occurred.